Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected cgm application shut off occurred. It was determined that the unexpected cgm application shut off was related to the mobile application. No product was provided for evaluation. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.